Event description:
The patient has noticed an increase in her mini seizures since therapy was enabled. The patient was just recently implanted on (B)(6) 2026 and it currently being titrated up. No other relevant information has been received to date.